Manufacturer narrative:
H3: product analysis found, that the power management board got failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that prior to usage. The nim system displayed an error message "console power pmb is unavailable" is appearing on the screen. And was unable to pair the two patient interfaces onto the system. The patient interface device were tried to pair using the interface connection cable, but were not recognised. Also tried, the battery in case that was causing the issue, but it made no difference. There was no patient involvement.